Manufacturer narrative:
(B)(4). Date of report corrected to 10/17/2019.

Event description:
Complaint description: hole in PICC from flushing and pressure.

Event description:
Complaint description: hole in PICC from flushing and pressure.

Manufacturer narrative:
(B)(4). Corrected data: date of report corrected to 10/17/2019. The customer returned one, two-lumen PICC for analysis. Signs-of-use in the form of biological material was observed on the catheter body. The catheter body was intentionally severed at the 50cm mark. The severed portion was not returned for analysis. Visual analysis revealed a hole/rupture on the catheter body. Microscopic examination confirmed the rupture. The catheter extrusion around the area of the rupture appeared stretched and slightly ballooned indicating that excessive pressure caused or contributed to this event. Two kinks were also observed in the catheter body near the rupture. The rupture in the catheter body measured approximately 2" from the juncture hub. Likewise, the two kinks measured 2.5" and 3.5" respectively from the juncture hub. The catheter body length from the juncture hub to the distal end measured 20 1/16", which indicates that at least 2 11/16" of the catheter was severed and not returned by the customer per the catheter graphic. The catheter body outer diameter measured .073", which is within the specification limits of .069"-.074" per the catheter extrusion graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to inject both the proximal and distal lumens. When injecting water through the proximal lumen, water was observed leaking out of the rupture in the catheter body. No leaks were observed when injecting water through the distal lumen. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit indicates that "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). The maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Finally, the IFU cautions, "power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The report of a ruptured catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body was ruptured approximately 2" from the juncture hub. The appearance of the rupture appeared consistent with damage as a result of over-pressurizing the catheter lumens. The catheter met all relevant dimensional requirement, and a device history record review did not reveal any relevant findings. Based on the report form the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: hole in PICC from flushing and pressure.